Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the skin for an unknown duration of use at the time medical attention was sought. On (B)(6) 2025, the spouse reported that a correction dose was administered, after which the patient¿s blood glucose dropped to 40 mg/dl. The patient experienced sweating and persistent hypoglycemia that did not respond to juice administration. Due to the inability to raise the blood glucose level, emergency services were contacted. Fire rescue personnel responded and treated the patient with sugar. The patient was transported to the hospital for additional evaluation related to an abnormal heart rhythm. The spouse confirmed that the cardiac issue was unrelated to pod use or to diabetes. The diagnosis provided at the time of medical attention included low blood glucose and an abnormal heart rhythm. Information regarding length of hospital stay and discharge date was unavailable and not provided.